Event description:
It was reported a 24mm amplatzer cardiac plug using a amplatzer torque delivery system was chosen for procedure on 26 april 2022. During the procedure, in an attempt to deploy, the cardiac plug was re-sheathed 3 to 4 times and presented with a bulbous shape deformation. The device was removed and exchanged with a new, 30 mm amplatzer cardiac plug using a new amplatzer torque delivery system. The device was advanced and positioned, however the device unexpectedly disconnected from the cable while inside the patient and embolized into the patients descending aorta. The device was removed immediately through the patient's femoral artery. The user confirms there were no difficulties attaching the device to the delivery system and the connection was reported to be secure. No replacement devices were used, the patient underwent radiofrequency ablation for treatment. The patient remained stable throughout the procedure. The patient is recovering and has been discharged. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Related manufacturer reference number: 2135147-2022-00350-00.

Manufacturer narrative:
An event of the device disconnecting from the delivery cable upon positioning and embolized into the descending aorta was reported. The investigation confirmed the device met functional and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.